Event description:
It was reported that it was raining and the patient¿s house had a roof leak. A cable was lying in water and when the patient went to remove it, they were electrocuted. This occurred about four months prior to the date of the report. The battery was reportedly ¿not working¿ anymore and was attempted to be ¿read,¿ but it was unsuccessful. Battery depletion was also noted. As a result of the event, the device was replaced with a new one and the patient was doing well. It was added that the patient had great pain relief with the previous device. No further information was reported. A follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Device evaluation: analysis of the implantable neurostimulator (ins) found the ins had reduced capacity due to overdischarge. ¿the ins was received with no telemetry and no output from any electrode pair. After 1 full physician mode recharge the ins was able to communicate and charge normally. After telemetry was restored, the ins passed functional testing. According to the trace report taken from the ins, the battery was last recharged to 3.790 volts on 10-sep-2014. The ins was turned off on 14-sep-2014 and no further use was recorded. The ins battery depleted to the "lock/sleep" mode on 30-sep-2014 and would have subsequently gone into an overdischarge state approximately 30 days later. According to the trace report, the ins had experienced just one overdischarge. It was also observed on the trace report that four recharge sessions done while the device was implanted had 0 bars of coupling and one had 4 bars of coupling 5-7 minutes into the recharge sessions. The recharge session done during analysis showed 8 bars of coupling at a 1cm spacing between the ins and recharge antenna.¿

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.